Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her treatment. When she opened the cassette door fluid began to leak out. The set was retained and will be made available for evaluation. During follow up, the patient reported that her effluent has remained clear. The patient notified her pd nurse and no antibiotics were prescribed. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.